Event description:
It was reported following a percutaneous coronary intervention, an angio-seal device was deployed; hemostasis was not achieved because the tension on the suture was not maintained while removing the carrier tube. Manual compression was applied with hemostasis achieved. Approximately 4 hours later, upon ambulating, bleeding occurred and manual pressure was again applied. An echo revealed the anchor was not tight against the inner wall of the artery. The physician injected thrombin to achieve hemostasis; however it was unsuccessful. The pt underwent surgery; the angio-seal device was removed (date unknown). At that time, the anterior wall and side wall of puncture site formed pus; these were the first symptoms of an infection. The pt received antibiotics until june, 2004. The pt reportedly underwent an artifical graft placement (date unknown). As of july 2004, the postoperative course was good; however, the infection recurred (unsure if the infection was at the artifical graft site or the anastomosis) and the pt had a venous bypass graft placed sometime during the beginning of july. The pt reportedly received steroid injections for dialysis (unknown region), labs results were positive for mrsa. The rep reviewed pt selection with the physician. The physician stated he should have carefully considered whether this pt was a good candidate for an angio-seal device.